Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information received indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter, recurrent deep vein thrombosis (dvt), and an inability to be safely removed. The patient also reports to be suffering from anxiety. Although the original event reported that the filter was unable to be removed, there has been no documentation of a removal attempt in the records provided. The indication for the device implant was deep vein thrombosis and active ulcerative colitis. The device was implanted via the right common femoral vein was deployed in the infrarenal ivc without any reported complications. The patient tolerated the procedure well. Approximately twenty-one days post implantation, the patient was hospitalized due to right leg dvt and it was determined that the filter was occluded. The patient underwent a thrombectomy and thrombolysis procedure using tissue plasminogen activator (tpa). The information provided indicates that the patient also developed a clot approximately eight years status post filter implant, the anatomical location and treatment of the clot were not provided. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0105199 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without films of the index procedure or post implant imaging, the reported retrieval difficulty, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and or a device malfunction could be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that twenty-one days post implantation, the patient was hospitalized due to right leg dvt and it was determined that the filter was occluded. The patient underwent a thrombectomy and thrombolysis procedure using tissue plasminogen activator (tpa). The patient also reports to be suffering from anxiety. Although the original event reported that the filter was unable to be removed, there is no mention of a removal attempt on neither the ppf nor the medical records available. According to the medical records, the patient had a history of dvt and ulcerative colitis. During the index procedure, the filter was deployed in the infrarenal ivc without any reported complications. The patient tolerated the procedure well. The device¿s expiration date is december 2012. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Exact date of filter placement is unknown but it was on or about (B)(6) 2005. As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava filter, recurrent deep vein thrombosis ("dvt"), and an inability to be safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, occlusion within the ivc filter and dvt¿s do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The legal brief also noted that the filter was unable to be safely removed. However, the trapease® permanent vena cava filter is designed as a permanent vena cava filter. Six straight struts that contain proximal and distal hooks are designed for fixation of the trapease filter to the vessel wall. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The off label use of this filter likely contributed to the retrieval difficulty experienced by the customer. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief the patient underwent placement of defendants' trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, blood clots, clotting and occlusion of the inferior vena cava filter, recurrent deep vein thrombosis ("dvt"), and an inability to be safely removed. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.